Manufacturer narrative:
The procedure was an elective case. The target lesion was at obtuse marginal branch. The lesion was de-novo and concentric lesion, classified at type b1. The lesion length was 12mm and vessel diameter was 2.5mm. Pre-dilatation was conducted with a 2.25x12mm balloon at 12atms for 30seconds. A 2.5x18mm cypher des was deployed at 16atms for 20seconds. Post-dilatation was conducted with a 2.5x8mm balloon at 18atms for 30seconds. Ivus was conducted. The residual % of stenosis was 0%. Timi flow pre and post procedure was iii. Act was not measured. Device is distributed outside the united states. However, it is similar to the united states product. There are two possible lot numbers for this device i0906069 and i0906013. Any additional information wll be submitted within 30 days of receipt.

Event description:
The following report was received from the affiliate: five days post index procedure a surgical procedure for colon cancer was conducted. After the procedure, cpk levels were elevated. So, the physician suspected thrombotic event. Cag was scheduled to conduct after the condition became stable. Nine days after, a cag was conducted and thrombus was observed in the implanted cypher des. To treat the thrombus, aspiration and poba was conducted. The details of poba are unk. Physician's comment: the cause of the thrombotic event was because anti-platelet medicine was not administered due to the surgical procedure.